Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken battery cap contact.